Event description:
Pt received implant 2006 (second toe). X-ray 2 weeks later showed normal toe orientation (3/6/2006). At follow-up on approx 2 months later, the patient's second toe had swollen and shifted laterally. Pt scheduled for surgery 8 days later to remove implant. Implant removed. Pt in good condition as of 6/1/2006. Dr did not replace implant with anything.

Manufacturer narrative:
X-rays show that the surgical cut was at an angle. Technique brochure shows a straight cut. He believed that cutting the proximal phalanx at an angle caused unusual stress on the implant, with resultant fracture of the implant on the distal end of the spacer, causing the toe to migrate laterally. (Note-excessive toe movement (lateral) could have caused implant to break).